Event description:
It was reported that, "patient complained of some groin pains. Dr scheduled the removal of the implants and going to a total hip replacement. The implants were in good condition and there weren't any problems getting the implants out. The doctor left the femoral stem in and revised everything else by going to a total hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should the device become available, the evaluation summary will be submitted in a supplemental report.